Event description:
Surgeon fit and seated cup and used one screw to affix cup, used the centerpulse liner impactor to seat the liner. It would not seat. The doctor then used the trilogy metal impactor and the liner would not seat. The doctor then used the continuum impactor with the 32 head. The liner pulled out of the cup and stuck to the impactor when the doctor removed the impactor. The doctor refused to open and try to install the second liner. The cup was removed and a different liner was installed.

Manufacturer narrative:
Evaluation summary: the acetabular liner was visually examined and no damage was detected that would be expected if the liner was attempted to be locked into the acetabular shell and impacted. Additionally, the acetabular shell exhibited minimal amounts of bone adhered to the trabecular metal. The returned implants were found to be conforming and were assembled properly. At this time, a nonconformance could not be found with the returned implants. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.